Event description:
The customer called to report that the paramedics were called to her home due to a low blood glucose reading of 23 mg/dl. The customer stated that she may have given herself too much insulin for what she had previously eaten. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.